Event description:
It was reported "the doctor found swg kinked during use on the patient." The user changed to a new set. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit including a guide wire in its advancer, an arrow raulerson syringe (ars), and an 18ga introducer needle for analysis. Signs of use were observed on the returned components. Visual analysis revealed that the guide wire had one kink towards the distal end of the body and another towards the proximal end. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. No obvious defects and anomalies were observed on the ars. The kinks on the guide wire measured 35 mm and 544 mm from the proximal tip. The guide wire length measured 602 mm, which is within the specification limits of 596-604mm per guide wire product drawing. The guide wire outer diameter measured 0.796 mm, which is within the specification limits of 0.788-0.826 mm per guide wire product drawing. The guide wire and ars were functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through the returned ars and 18ga introducer needle to functionally test the guide wire. The undamaged portions of the guide wire passed through both components with little to no resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Advancement of guidewire through arrow raulerson syringe may require a gentle twisting motion." The report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the guide wire was kinked towards the distal and proximal end. Despite the damage, the guide wire met all relevant dimensional and functional requirements. A device history record review did not reveal any relevant findings. Based on the customer report and the sample received , unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the doctor found swg kinked during use on the patient." The user changed to a new set. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".